Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. After 48 hours, there was medicine left in the bottle. The nurse disconnected the device, flushed the patient line, and reconnected the device. After 6 hours, the same amount of medicine was left in the bottle. The device was filled with 4200mg fluorouracil; the patient was on folfox treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured between may 19-22, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the bladder of the infusor which suggested that an underinfusion occurred. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.